Manufacturer narrative:
Updated field: b4, g1, g3, g6, h2, h3, h6(investigation finding, investigation conclusions), h11 corrected field: d10 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse cleaned interior bay slot and exorcised unit to no fail. Full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Manufacturer narrative:
Due to character limitation initial reporter full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during training cardiosave intra-aortic balloon pump (iabp) had blue connector loose, also battery stucked in bay slot. No patient involved.